Event description:
Procedure type: hernia. According to the reporter: the pt became constipated and while straining on the toilet the implant apparently tore. When the sugeon re-opeoned the pt, he reported that the mesh had been torn in the middle and that the prosthesis was very thin where it tore with very little tissue integration. The mesh was intact around the edges where it was secured with continuous suture, surgeon resected the torn part and repaired the defect with ah different mesh.

Manufacturer narrative:
(B)(4).